Event description:
It was reported that the end of stretcher found oil hydraulic cylinder was not pumping up. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Unit was evaluated by the hospital.